Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074359.

Event description:
It was reported that the patient was experiencing loss of therapy. The leads were scanned and showed high impedances. Under fluoroscopy, the leads were found to be fractured. The patient will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing loss of therapy. The leads were scanned and showed high impedances. Under fluoroscopy, the leads were found to be fractured. The patient will undergo a revision procedure. Additional information was received that the patients revision procedure was cancelled.